Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: medicine (baltimore). 2024 nov 8;103(45):e40456. Https://doi.org/10.1097/md.0000000000040456 pmid: 39533592; pmcid: pmc11557076.

Event description:
Title: simpler and safer anastomosis by pancreaticogastrostomy using a linear stapler after pancreaticoduodenectomy. The aim of this study is to report a case of postoperative pancreatic fistula (popf) that remains a major and serious problem after pancreaticoduodenectomy (pd) in thirty consecutive patients with pancreaticojejunostomy (pj) or pg between 2013 and 2023. Pds ii (eth) was used to perform in the pancreatic duct-to gastric mucosa anastomosis, 3-0 prolene (eth) was used for straight transfixing suture between the gastric posterior wall and remnant pancreatic parenchyma. Reported complications: pds ii (eth) 3-0 prolene (eth) pancreaticojejunostomies (pjs) (n=18) postoperative pancreatic fistula (popf) grade b (n=3) treatment: required continual drainage for more than 3 weeks with infection signs. Postoperative pancreatic fistula (popf) grade c (n=1) with infections treatment: 1 required continual drainage for more than 3 weeks since drainage fluid was contaminated. Postoperative pancreatic fistula (popf) grade c (n=1) with unexpected bleeding treatment: required interventional radiological therapy, such as for angio-embolism in conclusion, stapled pg with straight row transfixing and duct-to-mucosa anastomosis after pd may be a simple, safe, and reliable method, leading to a reduction of clinically relevant popf. Because this study was small and preliminary, we should evaluate the present technique involving a larger prospective series.